Event description:
It was reported the twist drill fractured likely due to non-optimal vectorial force application. A portion of it remains implanted.

Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified a known inherent risk of the device. No corrective or preventive actions are required at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Additional information h4 - mfg dates: 11/23/2023. And 02/28/2024.